Manufacturer narrative:
The manufacturer previously reported a ventilator did not deliver the tidal volume prescribed. The device was used in a/c-pc mode and tidal volume was set to 440. However, the ventilation volume that was provided was reported to be 180-200, and the I:e ratio was displayed as 1:24. In addition, the operation sound was reported to be strange. The circuit was replaced but the reported issues persisted for approximately an hour. The patient's saturation decreased. The patient required an alternative device, and the saturation went back to be within normal limits. The device was returned to the manufacturer's product investigation laboratory for evaluation. The device was visually inspected, and no defects were observed. The device's downloaded event log was reviewed and nine error 328 evt_volume_under_delivery alarms were observed. This alarm indicates the desired setpoint of the patient setting alarm could not be achieved. This does not indicate the device was unable to provide adequate flow. The device was placed on the multifunctional test station and passed all testing. No unusual sounds were generated during testing. The technician concludes that the device operated as designed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator did not deliver the tidal volume prescribed. The device was used in a/c-pc mode and tidal volume was set to 440. However, the ventilation volume that was provided was reported to be 180-200, and the I:e ratio was displayed as 1:24. In addition, the operation sound was reported to be strange. The circuit was replaced but the reported issues persisted for approximately an hour. The patient's saturation decreased. The patient required an alternative device and the saturation went back to be within normal limits. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. On the previously submitted report, section on the previously submitted report, section e, "initial reporter", was inadvertently selected incorrectly as "no information (ni)". It is corrected on this report to "required". The "reporter country" has been changed to "japan".

Event description:
The manufacturer received information alleging a ventilator did not deliver the tidal volume prescribed. The device was used in a/c-pc mode and tidal volume was set to 440. However, the ventilation volume that was provided was reported to be 180-200, and the I:e ratio was displayed as 1:24. In addition, the operation sound was reported to be strange. The circuit was replaced but the reported issues persisted for approximately an hour. The patient's saturation decreased. The patient required an alternative device and the saturation went back to be within normal limits. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.